Event description:
As reported, on (B)(6) 2026 while preparing for an inguinal hernia repair procedure, a hair was found inside the perfix plug light mesh box. There was no patient injury.

Manufacturer narrative:
As reported, a hair was found in the perfix plug light carton box. Photo provided shows a "foreign" material (hair like, long and black in color) present at the bottom of the empty product carton. Photo review confirms the reported event; however, the photo review does not assist in determining the root cause. The subject product was not available for evaluation. Based on the information available and without a sample for analysis, a definitive root cause could not be established. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.